Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the power module battery was installed and after the battery was charged, the unit alarmed. The battery was exchanged and the alarms resolved. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module alarming after the battery was charged was confirmed via functional testing. The returned battery was measured at 6.64v unloaded indicating a deep discharged state. The returned 12v sla backup battery (serial number: (B)(6)) was installed into a test power module and immediately activated the red battery alarm. After an extended operation within the test power module, it was determined that the backup battery was unable to charge. Further evaluation could not be performed due to the internal chemical hazard. A root cause of the deep discharge state condition was unable to be conclusively determined through this investigation. Heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ and heartmate power module IFU under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate 3 IFU section 3 "powering the system" and heartmate power module IFU under "introduction" explain how to set up the power module for use, including how to install the power module backup battery, and how to use the power module. Heartmate 3 IFU section 8 "equipment storage and care" and section f "safety checklists, and heartmate power module IFU under "inspection cleaning and maintenance" explain how to care for and clean the power module, and provided checklists for performing routine maintenance of the power module. Heartmate 3 IFU cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.